Manufacturer narrative:
Block b3: the exact event onset date is unknown. The provided event date of (B)(6) 2022, was chosen as the best estimate based on the procedure which happened sometime in 2022 and three (3) days post-procedure (pod03) ed presentation for uti symptoms. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: patient code e1310 captures the reportable event of urinary tract infection (uti). Impact code f12 captures the reportable event of serious injury. Impact code f2303 captures the reportable event of oral antibiotics prescribed.

Event description:
It was reported to boston scientific corporation that a piranha biopsy forceps was used during a cystourethroscopy with ureteroscopy and pyeloscopy and fulguration of ureteral lesion procedure performed sometime in 2022. During the procedure, the acquisition of the biopsy specimen was adequate. The physician then did guidewire placement and ureteroscopy with a non-boston scientific ureterorenoscope and found only one (1) tiny lesion of the ureter that was sessile and located in the mid-ureter below an area of dense fibrosis. This was biopsied and then laser ablated with a holmium laser. Three (3) days post-procedure, the patient presented to the emergency department (ed) for symptoms of urinary tract infection (uti) which was managed with oral antibiotics. Per physician's assessment, the event was serious, was possibly related to the device, and causally related to the procedure.